Manufacturer narrative:
(B)(4). The device was returned with a separate container inside of the package marked as ¿a foreign black matter¿. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended except for the clicker tone. The device was disassembled and it was observed that the clicker was broken. The foreign black matter was sent for ftir spectrometer testing. It was determined that the unknown piece was made from the same material as the clicker. The unknown matter was determined to be from the broken clicker. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, a foreign black matter (a square plastic piece, about 0.5mm each side) was found beside the device on the mayo table. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.